Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed lot number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference #: (B)(4).

Event description:
It was reported that following the insertion of the myosure hysteroscope a high fluid loss was observed. A perforation of the uterus or vaginal wall was suspected and the procedure was abandoned. The patient was admitted to hospital overnight for observation and discharged the following day.